Manufacturer narrative:
(B)(4).

Event description:
It was reported the distal tip fractured. The target lesion was located in the fully occluded anterior tibial artery. The physician tried to cross the lesion with a v-18 200cm guidewire together with the rubicon 018" 90cm support catheter. However the v-18 and rubicon could not be pushed through the lesion. The physician tried to manually spin the rubicon to have a better chance of crossing the lesion but after trying for a while, the physician noted the distal part of rubicon was broken from the main body. The distal part of the rubicon was able to be retrieved from patient&#38112;body with a snare. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: microscopic examination presented that the shaft was stretched and flattened 81cm from the hub and had numerous shaft kinks. The shaft was detached 10.5cm from the tip. The inner diameter (ID) at the hub and tip were measured and met the rubicon specification. Microscopic examination presented that the tip was attached to the shaft. The distal tip was damaged. The guidewire used in the procedure was not returned for product analysis. A thruway .018¿ guidewire was used for functional testing. The outer diameter (od) of the guidewire was measured with a calibrated snap gauge; the od was .018¿. Functional testing was performed by inserting the guidewire through the hub of the rubicon device; however, there was resistance at the stretched and flattened shaft and the guidewire was unable to advance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the distal tip fractured. The target lesion was located in the fully occluded anterior tibial artery. The physician tried to cross the lesion with a v-18 200cm guidewire together with the rubicon 018¿ 90cm support catheter. However, the v-18 and rubicon could not be pushed through the lesion. The physician tried to manually spin the rubicon to have a better chance of crossing the lesion but after trying for a while, the physician noted the distal part of rubicon was broken from the main body. The distal part of the rubicon was able to be retrieved from patient¿s body with a snare. No patient complications were reported.